Event description:
(B)(4).

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as a lot number was not provided. The instructions for use that accompanies the device states that perforations of the bowel by the peritoneal catheter is a known complication of peritoneal shunting.